Manufacturer narrative:
The pump has been returned to animas for eval. The eval of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the eval is completed, a supplemental report will be filled.

Event description:
On (B)(6) 2011, the pt contacted animas and reported that she was hospitalized a week earlier due to nausea and vomiting. The pt claimed that upon admission, her blood glucose (bg) level was "580 mg/dl." She was reportedly diagnosed with dka, placed on an insulin drip, and treated with IV fluids. The pt mentioned that her normal bg levels are in the "300's" mg/dl. Prior to the hospitalization, the pt believed that her insulin infusion set appeared normal. The pt was unable to recall events leading to the hospitalization. According to the pt, the pt claimed that her doctor and some nurses confirmed that the pump was not giving her insulin. The animas rep was unable to troubleshoot the pump because it would not turn on. The pt mentioned that the pump suddenly lost power in the hospital and she was unable to get the device to power back up. The pt claimed that the battery cap was new and intact. The springs, yellow o-ring, and threading were in place. The pt denied that the pump had any cracks or corrosion. The pump threads were intact. The pt denied that the pump was exposed to moisture. However, she alleged that the keypad was peeling. She was unsure when the peeling first started. This complaint is being reported due to the following conclusion: the pt claimed that she was hospitalized for dka and that she was told by her doctor that the pump was not delivering insulin.